Event description:
It was reported by pt that the last two pumps had failed. Please refer to MFR report # 6000030200500875. Please refer to MFR report # 3004209178201005827.

Manufacturer narrative:
(B)(4).